Event description:
It was reported that: additional information received via phone call from (B)(6)22jul2024 at 0613 : the manta anchor came out of the vessel into the tract. Manual pressure was held for 25min with a 2 min balloon inflation and hemostasis achieved. Additional information: during a tavr procedure micro puncture and ultra sound were utilized to gain mid access in the right common femoral artery. Vessel size was 7.2mm with moderate posterior calcification. Measured depth for the manta was 2cm. Blood pressure was 100/50mmhg. Heparin was administered during the procedure and 50mg of protaamine was given. It was reported that the patient died due to septic shock secondary to septicaemia and multiorgan failure per dr.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. Angiography photos have been obtained revealing an access site proximal to the bifurcation and the radiopaque lock positioned within the tissue tract. The device lot history record review indicated a non-conformity related to this lot. No impact related to the device, no reworks, or other issues related, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. A 69-year-old female patient, 63.5kg, 167.6 cm, 22.0 - bmi, presented in the or for a tavr procedure. A centrally positioned access was gained utilizing ultrasound guidance and a micro puncture kit. The arteriotomy was 7.2cm, with moderate calcification, posterior wall calcification, tortuosity in the right iliac, and a measured deployment depth of 2.0cm. No issues were encountered advancing or withdrawing the 22f procedural sheath. Following the tavr procedure, heparin and protamine were administered. An 18f manta device was deployed to the measured depth, in the right common femoral artery, for closure. Following deployment, the manta anchor exited the vessel and deployed into the tissue tract. Hemostasis was achieved following manual pressure for twenty-five minutes and two minutes of balloon inflation. The patient did not experience any harm or health consequences due to this event and the outcome post-procedure was fine. It was later reported the patient had expired due to septic shock secondary to septicemia and multi-organ failure. The root cause of the implant not being effective in creating hemostasis is likely attributed to user error due to deploying manta into the tissue tract. The device was not returned, there is believed to be no device failure. Risk documentation has been reviewed and this is a known risk of the device. The manta instructions for posts a warning not to use manta if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. The IFU precautions: if bleeding from the femoral access site persists after using the manta device, the physician should assess the situation. Based on the physician's assessment of the amount of bleeding, use manual or mechanical compression, apply balloon pressure from a secondary access site, place a covered stent, and surgical repair to obtain hemostasis. Potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. There appears to be no product quality issue concerning manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events. Other remarks: not reported. Corrected data: not reported.